Manufacturer narrative:
The event occurred on the date of implant. Manufacturer's investigation conclusions: the reported backup battery fault alarms were confirmed through the analysis of the returned 11 volt system controller backup battery. The backup battery fault alarms were not associated with any reported interruptions in pump function. No system controller log files from the time of the reported event were submitted for review. The patient remains ongoing on vad support and no additional related events have been reported at this time. The backup battery was returned in unremarkable condition. The backup battery was installed within a test system controller which was then connected to a test patient cable, power module, and system monitor. The backup battery was completely depleted at the time testing was performed. Of note, the backup battery information screen on the system monitor showed that the backup battery had not been fully charged since the time it was manufactured and the reported event date ((B)(6) 2019) was more than the labeled shelf life of two years following the manufacturing date of the battery (11dec2016). The system controller went into run mode when powered on and the backup battery fault was active. In addition, the backup battery could not support the system when both power cables were disconnected from external power. The backup battery was opened to measure the internal components. The cells and accessible components measurement all appeared to be within normal limits. Measurements were then taken while the backup battery was connected to a system controller. Test points 1 and 2 both fluctuated between 0v and 8v and never remained steady at one voltage. The tests points were never to the level of what is expected from a functional backup battery (tp1&2 are expected to be steady at approximately 11.5v). No further troubleshooting could be completed as components on the underside of the board were not accessible. The root cause for the backup battery faults and loss of support during testing upon removal of external power was unable to be determined through this analysis. However, review of the device history records found that the use by date of the backup battery was (B)(6) 2018, indicating that the battery had exceeded its shelf life by approximately 2 months at the time of its installation during the implant procedure on (B)(6) 2019. The backup battery use by date symbol is described in the heartmate 3 lvas instructions for use (IFU). This document states to not use damaged, defective, or expired 11 volt lithium-ion backup batteries in the system controller. The heartmate 3 lvas IFU and patient handbook outline all alarm conditions, including backup battery fault alarms, as well as how to resolve them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that after connecting the emergency backup battery (ebb) the system controller showed a backup battery fault. The ebb was disconnected and reconnected but the alarm remained. The ebb was exchanged and the alarm resolved. No further information was provided.